Event description:
The customer had an issue where a patient received a burn from the instrument.  The burn occurred on the patient's leg where the handle of the instrument was pressed against while the dr. Was cauterizing.   The instrument has passed the check for insulation damage with the insulscan. Customer wanted to know if the exposed cable that is at the hinge of the handle also conducts electricity and if this could be the cause of the burn if it was in contact with the patient.  Routinely the staff has been placing a wet towel on the pt. Leg to prevent this from happening.  The cable is a disposable richard wolf cable and the power source is the valley lab unit. (B)(6) 2012 writer spoke with customer to gather additional information. She was unable to provide additional details surrounding the event.

Manufacturer narrative:
On (B)(4) 2012, carefusion was alerted of a reportable complaint (B)(4), product code, (B)(4), switch-blade reusable handle 5mm 32cm, where a patient received a burn from the instrument. According to the customer, the burn occurred on the patient's leg where the handle of the instrument was pressed against while the dr. Was cauterizing. The customer asked if the exposed cable that is at the hinge of the handle also conducts electricity and if this could be the cause of the burn if it was in contact with the patient. One complaint sample was returned. Upon receipt of the complaint sample by quality the instrument was additionally evaluated by the qc tech, mfg team leader for repairs, principal qe, and mfg engineering. The instrument was visually and functional tested. All metal portions and insulated tubing that conducts electricity - handle, rod, bovie post and insulation were hy-pot tested and passed all acceptance criteria. In answer to the customers question above, this is an electro surgical instrument. All exposed metal is energized upon activation. When energized, metal can heat to temperatures that can burn a patient if it comes in contact with a patient's skin. The date code on the device received was a b03 r4, which means the device was originally manufactured february of 2003 and has a repair history of being repaired by our in-house repair department four times (4x). Based on this information, the requested action of a replacement will not be granted due to the fact that the returned device is aged and is 6 years beyond its warranty period. Since the returned instrument is functioning as intended and has met acceptance criteria we will return the customer's original product. Our records have been updated to aid in activities should another issue be recorded for this product code.